Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the insulin pump had audio anomaly. The customer's blood glucose value was unknown. It was reported that insulin pump did not alarmed for reminder to resume after suspend and it was resulted in high blood glucose levels. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Device reminder functioning properly during test.